Event description:
The customer contacted physio-control to report that their device was getting hotter than normal and the display was freezing. A frozen screen can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party distributor provided the customer with a repair quote. The customer declined the repair and requested the device to be returned to them with no repairs completed. The device was returned to the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was getting hotter than normal and the display was freezing. A frozen screen can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.